Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4)

Event description:
A facility representative indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and lens rotation. The lens was repositioned and the lens remains implanted. The cause is unknown.